Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. Updated fields: d8, h2, h3, h6, h11 corrected fields: d9, e2, e3 the device was not returned to olympus for inspection, however, technical assistance center (tac) provided remote troubleshooting and found that the flickering lamp was caused by the lamp having been in use for over 500 total hours. In addition, the following reportable malfunctions were identified during the device evaluation: the lamp having been in use for over 500 total hours. The event can be prevented by following the instructions for use which state: section 4.6 "checking the lamp usage indicator", page 48 clearly states that: "when the ¿500 h¿ indicator on the lamp usage indicator lights up, replace the examination lamp with a new one as described in section 6.1, 'replacement of the examination (xenon) lamp' ". A definitive root cause could not be identified. Based on the results of the investigation, it is likely the following led to the malfunction: cause traced to component failure. Three attempts were performed to obtain additional information, but no response was received from the customer. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
No additional information received from customer.

Manufacturer narrative:
No information available for the occupation of the initial reporter or whether they are a healthcare professional. The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported that the subject device had flickering lamp. There were no reports of patient harm.